Manufacturer narrative:
Device evaluated by MFR.: the stent was returned fully expanded and deployed. Additionally, the outer sheath was returned kinked. Based on the analysis of the returned product, the reported allegation of stent migration could not be confirmed, because it happened during the procedure.

Event description:
It was reported that the stent externalized following deployment. The target lesion was located in the mildly tortuous and mildly calcified vessel. An 8mmx100mm wallflex biliary transhepatic was advanced for treatment. During the procedure, the stent externalized following deployment. It came out when the delivery system was being removed. The procedure was completed using an alternative method. No complications were reported.

Event description:
It was reported that the stent externalized following deployment. The target lesion was located in the mildly tortuous and mildly calcified vessel. An 8mmx100mm wallflex biliary transhepatic was advanced for treatment. During the procedure, the stent externalized following deployment. It came out when the delivery system was being removed. The procedure was completed using an alternative method. No complications were reported.